Event description:
It was further reported that during a routine device change the rv and atrial lead again exhibited low impedance. The rv lead was inactivated, replaced, remains in the patient and the atrial lead was capped, inactivated, and remains in the patient.

Event description:
It was reported that the right ventricular (rv) lead and right atrium lead integrity alert triggered for low lead impedance. Lead revision and program adjustments was recommended. Both leads remain in use, and no patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: sedr01 implantable pulse generator (ipg) 2011 (B)(6). (B)(4).